Event description:
One endeavor sprint drug-eluting stent was implanted at the proximal lad. Patient was asymptomatic / free of symptoms at 30 day and 6 month follow up. A spontaneous gi bleed is reported to have occurred approximately 10 months following index procedure, which caused or extended an existing hospitalization. It is reported that event lead to a hemodynamic compromise. A prbc transfusion of 5 units was required. Investigator has indicated that event was not related to study stent. Patient was asymptomatic / free of symptoms at 1 year follow up.

Manufacturer narrative:
Eval code, results: (gi bleed).